Event description:
During procedure when endostitch device was removed a small fragment of metal suture needle was noted missing. Missing fragment unable to be located. No x-ray was taken as the missing piece would not be detected and would cause no harm to the pt.